Event description:
It has been reported that one bd¿ 22g x 1.00in (0.9 x 25 mm) w/ y intima ii has been found with the catheter splitting during use. The following has been provided by the initial reporter: knew that on (B)(6) 2019, in (B)(6) 2021:15 2019, 15 patients with chronic obstructive emphysema acute need 2 times a day the use of anti-infective antiasthmatic treatment, to avoid repeated venipuncture increased pain patients, so the use of peripheral venous indwelling needle puncture, (B)(6) 2019, 4 o'clock with 28 points when night wake to find that needle connecting hoses rupture, bleeding from split about 1 ml pollution sheet bedding bag, immediately call the nurse on duty immediately pull out indwelling needle, soothe patients, report to the head nurse. Report medical device adverse events.

Manufacturer narrative:
Investigation summary: photo or sample were not provided to aid in our quality engineer¿s investigation. Two retained sampkes were force tested and met all requirements. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode. A possible root cause could not be determined at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ 22g x 1.00in (0.9 x 25 mm) w/ y intima ii has been found with the catheter splitting during use. The following has been provided by the initial reporter: "knew that on november 06 2019, in (B)(6) 21:15 2019, 15 patients with chronic obstructive emphysema acute need 2 times a day the use of anti-infective antiasthmatic treatment, to avoid repeated venipuncture increased pain patients, so the use of peripheral venous indwelling needle puncture, (B)(6) 2019, 4 o'clock with 28 points when night wake to find that needle connecting hoses rupture, bleeding from split about 1 ml pollution sheet bedding bag, immediately call the nurse on duty immediately pull out indwelling needle, soothe patients, report to the head nurse. Report medical device adverse events".